Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was not returned for analysis at the time of this report. The instructions for use (IFU) cautions when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire and/or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when re-advancing a catheter over a guide wire and into a stented vessel. Forceful advancement of the ivus catheter could cause entanglement between the catheter and the stent(s) resulting in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a peripheral procedure, the catheter was used for sfa [superficial femoral artery] approached contralaterally. During pullback inside the body, the catheter stuck on a stent in iliac. The user intentionally cut off the catheter and then removed the catheter outside the body using a guideliner catheter. No damage was observed on the device when it was removed from the patient. The catheter was not removed as a system. Treatment was completed by the procedure. No surgical intervention was required. Medical intervention was required to remove the device. There was no patient injury. The patient was released as expected in "stable" condition. This event is being reported because additional intervention was required to remove the catheter.